Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited multiple noise oversensing episodes. The rv lead was explanted and replaced. The patient was in stable condition.